Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the patient was symptomatic due to pacing mode after device triggered elective replacement indicator and the pacing mode was automatically changed by the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.